Event description:
A company representative reported that his handheld will not hold a charge. It was reported that the handheld was charged and then when taken off of the charger it dies shortly after. Troubleshooting was performed by the company representative by adjusting the battery, battery latch and battery cover, but the problem still persisted. A new programming computer was provided to the company employee. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and flashcard were returned for analysis. The handheld analysis was completed on 04/23/2014. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that some of the sync cable connector leads were damaged and that some of the solder connections between the sync cable connector leads and the handheld pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was completed on 04/23/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.